Event description:
It was reported that at least 2 bd max¿ enteric viral panels gave false positive test results. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: some samples are positive for different viruses. We know it can sometimes happen, but within this hospital, it's happening too much. Every time astrovirus is positive.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Common device name: gastrointestinal pathogen panel multiplex nucleic acid-based assay system. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1146537, medical device expiration date: 2022-11-19 , device manufacture date: 2021-05-26; medical device lot #: 1125546, medical device expiration date: 2022-11-05, device manufacture date: 2021-05-05 . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 2 bd max¿ enteric viral panels gave false positive test results. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: some samples are positive for different viruses. We know it can sometimes happen, but within this hospital, it's happening too much. Every time astrovirus is positive.

Manufacturer narrative:
H6: investigation summary: the complaint investigation for discrepant results when using the bd max enteric viral panel (ref. (B)(4)) lots 1125546 and 1146537 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max enteric viral panel indicated that lots 1125546 and 1146537 were manufactured according to specifications and met performance requirements. Customer complained of suspected false positive results for some samples. The database from instrument ct2329 as well as 8 runs were provided for the investigation. Manual pcr curve adjudication was conducted on the runs received. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Most of the positive results were strong positive, however, some late and low positive results were also found (11 samples). Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Additional information received from the molecular application specialist, responsible for the account, revealed that environmental contamination for the adenovirus, rotavirus and norovirus targets was found in the customer lab. Lastly, sample a1 from run 920 had a late result for the internal control which could suggest that the sample contained interfering/inhibitory substance. There is no indication of an increase in complaints for discrepant results for the bd max enteric viral panel lots 1125546 and 1146537. The root cause was not identified but a contamination by the customer, sample at or near the lod and interfering/inhibitory substance in the sample is suspected. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a preventive and corrective action plan since no reagent issue was identified.